Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from fcs, a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra valve in aortic position. Approximately 4 years and 5 months later, the patient presented with doe and fatigue. Most recent echo noted the ascending aorta is normal sized for patient's bsa. The aortic root is normal size when indexed for bsa. There is a 23mm s3 ultra bioprosthesis in the aortic valve position. The bioprosthetic leaflets are not well visualized. There is moderate transvalvular aortic regurgitation that is more than expected for this type of prosthetic valve. Cannot exclude perivalvular aortic regurgitation. The patient underwent a valve in valve with a 23mm sapien 3 ultra resilia inside the pre-existing 23mm sapien 3 ultra valve due to aortic regurgitation. As per follow-up with the fcs,it was confirmed the patient only had central regurgitation and no pvl. Relevant patient co-morbidities are unknown and the perceived root cause for the central regurgitation/ar is not known.

Event description:
The ava measures (I, a): 0.98 cm2 and (v, a) 0.96 cm2. The patient underwent a valve in valve with a 23mm sapien 3 ultra resilia inside the pre-existing 23mm sapien 3 ultra valve due to aortic regurgitation. As per follow-up with the fcs, it was confirmed the patient only had central regurgitation and no pvl. Relevant patient co-morbidities are unknown and the perceived root cause for the central regurgitation/ar is not known.

Manufacturer narrative:
A supplemental MDR is being submitted due to receipt of additional information and engineering evaluation findings. Sections b4, b5, g3, g6, h2, h6: device code, type of investigation, investigation findings, investigation conclusions and h11 has been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for central regurgitation and stenosis were unable to be confirmed due to unavailability of medical records and relevant imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 4 years and 5 months later, the patient presented with doe and fatigue. The patient underwent a valve in valve with a 23mm sapien 3 ultra resilia inside the pre-existing 23mm sapien 3 ultra valve due to aortic regurgitation.", and "ava measures (I,a): 0.98 cm2 and (v,a) 0.96 cm2." Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Due to limited information, a definitive root cause is unable to be determined at this time. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. In this case, stenosis could have suboptimal valve leaflets coaptation, resulting in central regurgitation as reported. As such, available information suggests that patient factors (stenosis) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.